Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and miniarc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic pain, and rectocele and mesh was implanted. At the time of implantation concurrent procedures of diagnostic laparoscopy, lysis of adhesions, removal of a free surgical clip, and rectocele repair were also performed. It was reported that on (B)(6) 2008 the patient underwent mesh extrusion for pelvic pain and a laparoscopic bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that on (B)(4) 2008, the patient underwent a repair of vaginal mesh due to pelvic pain and vaginal mesh extrusion. On (B)(4) 2012, the patient underwent mesh removal due to vaginal mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and vaginal bleeding. It was reported that the patient underwent excision of granulation tissue, irrigation, freshening of wound and closing of posterior vaginal wound on (B)(6) 2014 by dr. (B)(6) , md.

Event description:
It was reported that following insertion the patient experienced vaginal discharge and vaginal bleeding. It was reported that the patient underwent excision of granulation tissue, irrigation, freshening of wound and closing of posterior vaginal wound on (B)(6) 2014 by dr. (B)(6) , md.